Event description:
The health care provider reported a confirmed motor stall noted in event logs with no motor stall recovery recorded. The stall occurred at (B)(6) at 06:05 am. The patient heard alarm beeping the day of the report at 1 pm and then the patient went to the clinic. The patient reported that they were chilly and maybe going thru ''a little withdrawal.'' The patient denied any welding or near any emi. Device troubleshooting was being considered. It was later reported that the patient wanted to have the pump removed and not replaced. The patient experienced poor pain relief. The pump and catheter were explanted. It was noted that the catheter had "break, tear, hole." There was no reported patient injury. The pump was used to deliver hydromorphone.

Event description:
Additional information received reported further event detail and event/patient update. When the patient experienced withdrawal symptoms due to the motor stall as previously reported, it was noted that the patient was experiencing nausea. It was noted that the motor stall never recovered; therefore the entire pump system was removed on (B)(6) 2012. Following the pump explant, and as of the supplemental report date, the patient was being managed by oral meds and was "seeking out alternative therapies."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc, serial # (B)(4), implanted: unknown, explanted: unknown. Analysis of the pump revealed pump motor gear train anomaly. Analysis of the catheter revealed no significant anomaly; catheter incomplete/returned in segments, acceptable testing.